Event description:
It was reported that during a da vinci hysterectomy procedure, the customer noted that the tip cover accessory was loose. No missing or fallen pieces were reported. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The accessory has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the accessory is returned (post engineering evaluation) or if additional information is received. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction, 'the loose mcs tip cover' if to reoccur could cause or contribute to an adverse event.